Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-nov-2017 with the following findings: during investigation, the black box showed no evidence of a short battery life. Several warnings were found to have occurred in the black box due to normal battery wear. The battery compartment was found to be cracked at the threads on the side. The returned battery cap was undamaged and able to fit securely on the pump. The pump¿s ¿ez-prime¿ steps were performed correctly, and all currents reading were within specification. The investigation was unable to duplicate the ¿short battery life¿ complaint. The pump¿s cover was removed, and no intermittent condition was found to the printed circuit board or to the cgm module.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.